Manufacturer narrative:
(B)(4). The commander delivery system was returned to edwards for evaluation. Preliminary visual evaluation revealed the guidewire shaft with stretched spring and inflation balloon attached to the nose tip was separated from the rest of the delivery system at the y-connector, a dent on the flex tip, a disruptive crimped valve profile, a separation proximal to the bond between the inflation balloon and crimp balloon, gouges on flex tip, and a wrinkled inflation balloon. Investigation is ongoing.

Manufacturer narrative:
Confirmed the degree of left femoral access vessel tortuosity as stated by the report. The commander delivery system was returned to edwards lifesciences for evaluation. Visual and dimensional analysis was conducted. Visual inspection did not reveal a kink on the distal end of the guidewire shaft, a liner tear or distal tip damage on the sheath. A spring was observed to be stretched and uncoiled on the guidewire shaft, the guidewire shaft was observed to be separated from the nose tip, the thv was observed to be crimped on the balloon, the guidewire was observed to be separated at the y-connector, gouges were observed on the flex tip, the crimp balloon was observed to be separated proximal to the inflation balloon/crimp balloon bond and the inflation balloon was observed to be wrinkled- unpleated/unfolded. No other abnormalities were observed on the delivery system. Dimensional analysis of the delivery system was performed. All measured dimensions were found to be within specification. No applicable functional testing could be performed due to the condition of the returned device (balloon separation, guidewire shaft separation, etc). During crimp balloon manufacturing, the crimp balloon undergoes 100% inspection. Crimp balloons were also 100% dimensionally inspected for length, ID, and double wall thickness. The commander delivery systems also undergo multiple 100% manufacturing and quality inspections. These inspections make it unlikely that a pre-existing damage on the balloon, nose tip, flex tip, or guidewire was present on the device before leaving the manufacturing facility. Insertion difficulty through sheath, resistance with guidewire the complaint for insertion difficulty through sheath and resistance with guidewire were confirmed. Based on the investigation, the exact root cause was unable to be determined. However, patient and procedural factors most likely contributed to the reported event. Insertion difficulty and resistance with the guidewire can result from patient access vessel tortuosity and calcification that was encountered during the procedure. Other contributing factors are procedural and include improper flushing/wetting of the devices, crimping of the valve, residual fluid left in balloon during prep, and angle of insertion of devices. These factors may put extra strain on the device and result in difficulty inserting through the sheath and resistance with the guidewire. Withdrawal difficulty, torn balloon the complaint for withdrawal difficulty and balloon torn were confirmed based on the returned condition of the device (torn balloon, separated guidewire shaft at y-connector and nose tip). While a definitive root cause was unable to be determined, review of previous similar complaints suggests that procedural factors may have contributed to the events. Withdrawal of the delivery system can be affected by factors such as the withdrawal angle, excess fluid being left in the inflation balloon, or not placing the flex tip over the triple marker prior to withdrawal. Additionally, patient anatomy such as vessel calcification and tortuosity may have also contributed to withdrawal difficulty and balloon tear. Kinked, bent the complaint for delivery system kinked, bent was not confirmed. The visual inspection of the distal end of the guidewire shaft did not show any kinks or bends as reported in the complaint summary. No manufacturing or labeling/IFU inadequacies were identified. Available information suggests that procedural factors and/or patient anatomy may have contributed to the events. Therefore, no corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(4) affiliate, during a transfemoral tavr procedure, the physician experienced resistance while trying to advance the delivery system into the expandable sheath (esheath). Wire manipulation was attempted and it was immediately noted that the wire had become ¿stuck.¿ under fluoroscopy it appeared the section of the delivery system, distal to the crimped valve, had ¿kinked¿ in the esheath, trapping the wire and making it impossible to advance. While trying to remove the whole device and crimped valve out of the esheath, the valve and balloon detached, but remained in the esheath, just distal to the hemostatic valve. The esheath with the trapped valve and balloon was removed and exchanged for a new esheath. A new delivery device and valve was prepared and crimped and was deployed without incident. There was no femoral injury reported under dsa fluoroscopy.